Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable wires were exposed. Customer's blood glucose level was 189 mg/dl. Replacement cable was sent to the customer.